Manufacturer narrative:
(B)(4). Analysis description: final analysis found external abrasion breaching the outer insulation and exposing the outer coil was found at 2.5-2.6 cm from distal tip. The abrasion was consistent with constant friction to another device or feature of the heart. This likely contributed to the noise, decreased sensing, and impedance issue noted in the field. The fracture could not be confirmed.

Event description:
It was reported that a merlin transmission revealed the ventricular lead exhibited noise, out of range impedance, and decreased sensing. A lead fracture was suspected. The lead was explanted and replaced. No patient symptoms were reported.